Event description:
It was reported that the patient's implantable cardioverter defibrillator had an issue pairing to the merlin mobile application due to suspected bluetooth telemetry issue. No intervention was performed. There were no patient consequences.